Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the coating became torn when it was disconnected from the pencil during a lobectomy. A new device was used to continue the procedure. There was no patient injury. The device was returned for evaluation and a visual inspection revealed that the blue heat shrink that had ripped had allowed the tubing and part of the insulation to fall off. Nothing had fallen into the patient cavity.

Manufacturer narrative:
(B)(4). Date of initial report: 09/06/2016. Date of follow-up report: 10/14/2016. Evaluation of the incident device found the blue heat shrink insulation to be torn and the pfte sheath to be completely disengaged from the electrode. The blue insulation appeared to be stretched as though excessive force had been placed on it. The section of electrode normally covered by insulation showed no evidence of scorching and the blue heat shrink showed no sign of melting. The investigation identified the root cause of the reported event to be the user exerting excessive force on the insulation.